Event description:
It was reported that 2 unspecified bd pen needles were unable to deliver insulin/medication. The following information was provided by the initial reporter: material no:unknown batch no: unknown consumer left voicemail reporting needle clog involving 2 boxes of nano needles.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in sections d.3. And g.1. And the (B)(6) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 unspecified bd pen needles were unable to deliver insulin/medication. The following information was provided by the initial reporter: material no:unknown batch no: unknown. Consumer left voicemail reporting needle clog involving 2 boxes of nano needles.